Event description:
It was reported that during testing conducted at the user facility the device was not running in the correct mode; it was switching from drill to ream without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During device evaluation by a manufacturer repair technician, it was confirmed that the device was running in the wrong mode. Upon disassembly, a failed ebox was found, which can lead to the reported event.

Event description:
It was reported that during testing conducted at the user facility the device was not running in the correct mode; it was switching from drill to ream wihtout user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.